Event description:
Patient was brought from the ER for a laparoscopic cholecystectomy. During the use of endo clip applier, on the 3rd try the clip jammed. A new clip applier was opened and the case finished.